Event description:
The patient reported experiencing hypoglycemia (20mg/dl) on (B)(6)2010 and being treated by ems.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.